Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. Additional information received from the physician's office on (B)(6) 2013 stated that the procedure date for the obtryx transobturator mid-urethral sling system was (B)(6) 2004. Two weeks post-procedure, the patient complained of blood in the urine and vaginal pain. The patient was seen again (B)(6) 2004 for a follow-up check-up and presented with no complaints. On (B)(6) 2005, the patient experienced occasional leaking. On (B)(6) 2008, the patient verbalized that she experienced incontinence in late 2005. The procedure date for the lynx suprapubic mid-urethral sling system was (B)(6) 2008. On (B)(6) 2008, the patient experienced vaginal bleeding. On (B)(6) 2009, the patient experienced urge incontinence and was given bladder medication. The patient was referred to a different physician. On (B)(6) 2010, the patient reported stress incontinence. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.